Manufacturer narrative:
Device evaluation : lens was returned in liquid, inside a micro centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection was performed and found the lens to be within specification. Functional inspection was performed and found the lens to be out of specification. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4): no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -6.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. The lens was later explanted due to visual acuity not being as expected after surgery. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.